Manufacturer narrative:
Investigation not possible, product not returned.

Event description:
During a laparoscopic appendectomy surgical procedure, one side of the renew fenestrated grasper tip snapped and fell into the patient. The piece was retrieved. The procedure and anesthesia time was extended for 2 mins.

Manufacturer narrative:
The device was returned, decontaminated and investigated. Investigation findings revealed the customer complaint was confirmed. During visual inspection, it was noticed that the jaws of the device were broken at the hinge point. The jaws of the device may have been compromised because of natural wear and tear. Excessive force may also be a factor, if the force applied on the grasper exceeds 9.9lbs the tip will break. For final inspection requirements, all devices are 100% inspected for damages and imperfections. It is not likely that the device left microline inc in this condition.